Event description:
Customer states they are seeing a 22% shift on the lower end of their reference range with the new ckmb reagent lot. They are concerned the shift affects patient results around the cut-off of the expected values and could change the clinical picture of the patient. She provided the following patient correlation data generated during troubleshooting the two reagent lots (old and new): ckmb old reagent lot result is 6.76 ng per ml (different c6000). Using new reagent lot, result is 5.51 ng per ml (this analyzer). Customer states their cut-off for males is 7.5 and females is 6.5 ng per ml. Customer states only ckmb results using the old reagent lot were reported. They do not have any more old reagent lot and therefore are not currently reporting ckmb off this analyzer. Their pathologist and chief medical director requested that they establish a new ckmb reference range for the new reagent lot before reporting off this analyzer.

Event description:
Customer states they are seeing a 22% shift on the lower end of their reference range with the new ckmb reagent lot. They are concerned the shift affects patient results around the cut-off of the expected values and could change the clinical picture of the patient. She provided the following patient correlation data generated during troubleshooting the two reagent lots (old and new): ckmb old reagent lot result is 6.39 ng per ml (different c6000). Using new reagent lot, result is 5.25 ng per ml (this analyzer). Customer states their cut-off for males is 7.5 and females is 6.5 ng per ml. Customer states only ckmb results using the old reagent lot were reported. They do not have any more old reagent lot and therefore are not currently reporting ckmb off this analyzer. Their pathologist and chief medical director requested that they establish a new ckmb reference range for the new reagent lot before reporting off this analyzer. .

Manufacturer narrative:
If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
If additional information is received, appropriate notification will be provided.